Event description:
It was reported when using the bd vacutainer® serum/ cat plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred four times. The following information was provided by the initial reporter. The customer stated: tube didn't draw enough volume of blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/18/2021. H.6. Investigation: bd received twenty-four (24) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed, as the photos show low draw volume in the tube. Additionally, twenty (20) of the customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum/ cat plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred four times. The following information was provided by the initial reporter. The customer stated: tube didn't draw enough volume of blood.